Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient this morning saw the informational por (power on reset) screen on the patient programmer. And said that patient's tremor is real bad. When asked, caller said that patient moved into their home on december 23rd and hasn't charged the implant for two days or regularly beforehand. Caller said that it showed low, so they placed the recharger over the implant last night, however caller didn't monitor the recharge process. With instruction, caller connected to implant and said that the recharger showed that it was charging. Then the caller attempted to connect with the programmer, said that received the same por screen. Caller changed the batteries in the programmer and adjusted the time however said that it is still not responding. Caller said that it has been a while since patient has had implant checked at the doctor's office and may just schedule an appointment. Agent consulted with colleagues for assistance and then caller requested call back on patient's phone to finish the process.